Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was provided for investigation. An external visual inspection was performed and no damage. The receiver log was downloaded and no hw error found in receiver log.. Functional test results passed relevant tests. The allegation was not confirmed. However, receiver reinitialization due to ¿alert system check pass¿ was observed on incident date 11/12/24 in log review. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.